Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded hydromorphone of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient enrolled with replacement pump. The patient experienced discomfort at the pump site due to pump position. Intervention taken included the pump pocket having been extended upward, and the pump orientation was modified. As of (B)(6) 2026, the new pump position had resolved the discomfort at the pump site. The device diagnosis was indicated as not applicable. The clinical diagnosis was discomfort at the pump line with pump position. The outcome of the event was resolved without sequelae as of (B)(6) 2026. Regarding etiology, the relationship of the event to the device or therapy was related and unrelated to the implant procedure.